Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that there was poor coupling and "it was not working at all." The patient clarified that she was unable to turn therapy on, and was getting poor coupling on the recharger. The patient was unable to communicate with the pp, and got 0/8 coupling on the recharger. The patient reported hurting, being in severe pain, and stated that she was taking medication, but it was not working. It was reviewed that the ins must be charged to 25% to be turned back on. A new antenna was sent to try to troubleshoot the poor coupling, and the patient was advised to follow up with their healthcare provider (hcp) if the issue was not resolved. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.